Event description:
It was reported that the patient is 'uncomfortable". A 3.50x16mm promus element plus was implanted. Following implant, the patient was "feeling" the stent, pressure and heat make him "uncomfortable". The symptoms have been progressively getting "worse"; however, the patient also reported that he is "okay".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device is combination product. (B)(4).